Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor for an evaluation. The electrode belt has not yet been evaluated. Patient's download revealed multiple flags indicating the response buttons had been pressed up to approximately 3 minutes prior to the delivery of the treatments. The patient treatments occurred on (B)(6) 2022 at 7:03:54 am and 7:04:38 am. A gel released flag is shown to occur on (B)(6) 2022 at 6:38:36 am. Gel released due to patient's strip morphology and artifact. The patient did not utilize the response buttons soon enough to stop the gel release, though treatment was eventually delayed. Multiple gel previously released flags were registered on the device prior to the inappropriate treatments. The gel previously released flags correspond to verbal prompts for the patient to "call zoll for a new lifevest belt" and "add gel". Device evaluation of the monitor has been completed by the distributor.¿ the reported problem (treatment event) was confirmed.¿ the reported problem (absence of siren alarms) was not confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.¿there is no indication of a product malfunction. Awaiting evaluation of the electrode belt. .

Event description:
The patient was inappropriately treated 2 times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal contributed to the false detection. The response buttons were not pressed during the event. As reported, at the time of the treatments the patient was an inpatient in the pneumology department of the hospital. Patient was in bed and conscious. Patient reported they had just put an object on the table. The patient's room neighbor witnessed the shock. Both reported the absence of a siren, a strong white light, and a sensation of a sledgehammer blow to the chest noted by the patient. The same for the second shock that occurred a few seconds later. According to the patient after the treatment, the patient was still conscious, the gel was released, and there were no skin marks on the defibrillation plates. No injury was reported from the treatment. The patient was in the hospital prior to the event, during the event, and remained there following the event. The patient continues to use the lifevest.